Manufacturer narrative:
(B)(4). Additional information was received 05/02/2016. It was reported via the field service report: l610958. Symptom: pump had steady alarm tone that could only be silenced by turning the circuit breaker off while on a patient. Findings/action taken: alarm board sent to and replaced by hospital biomed. Biomed states hex head screw from top handle loosened up and fell out, landing behind alarm board, shorting it out. Fcn level: 1416, software level: 2.24. Evaluation: no parts or recorder strips were returned to teleflex (B)(4) for evaluation. Per the field service report, the pump was checked by the hospital biomed. The biomed discovered that a hex screw from the top handle loosened and fell behind the alarm board causing the alarm board to short out. A new alarm board was ordered and the faulty alarm board was replaced by the hospital biomed. A deice history record (DHR) review was conducted for the iap and alarm board serial and lot numbers with no relevant findings. The devices passed all manufacturing specifications prior to release. Other remarks: conclusion: the reported complaint of the pump had a "very loud constant alarm" was confirmed based on the information provided to the css. The alarm board was found to be faulty and replaced by the hospital biomed. The pump was then operational. No parts or recorder strips were returned to teleflex (B)(4) for evaluation. The cause of the reported complaint could not be determined.

Event description:
It was reported that the rn from the cardiac care unit called to troubleshoot a very loud constant alarm. The alarm started during transport from another facility. There was no alarm message on the screen. The pump continued to pump without interruption and was achieving the goals of therapy. The rn reported good waveforms. The clinical support specialist (css) could hear the alarm over the phone; this was not a piezo alarm. The alarm was a solid constant loud tone, no beeping. The css had the rn power down the pump. The alarm continued without interruption. The css then had the rn unplug the pump and the alarm still continued without interruption. The css next had the rn trip the breaker and the alarm then stopped, however it immediately started again when the breaker reset. The css asked the rn to see if another pump was available and during this time pumping was restarted in order to continue support to the patient (pt). The alarm continued as before. The css gave the rn her direct number to call if they had any issues with the exchange when the pump arrived. The css also asked that after removing the pump from the pt, they trip the breaker to stop the alarm and make sure that the pump is sent to clinical engineering. The css spoke directly to the field service rep who was also unaware of any other troubleshooting that could be done at the bedside and also recommended removal. At 2130 the css called back and spoke to the rn who reported that they exchanged the pump without difficulty and minimal interruption in therapy. The pt was stable and supported on the second pump without any alarms. The pump in question was sent to clinical engineering. Information was provided to our field service representative who followed up with the account on tuesday morning (12apr2016). It was noted that the catheter used was from another manufacturer.

Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported that the rn from the cardiac care unit called to troubleshoot a very loud constant alarm. The alarm started during transport from another facility. There was no alarm message on the screen. The pump continued to pump without interruption and was achieving the goals of therapy. The rn reported good waveforms. The clinical support specialist (css) could hear the alarm over the phone; this was not a piezo alarm. The alarm was a solid constant loud tone, no beeping. The css had the rn power down the pump. The alarm continued without interruption. The css then had the rn unplug the pump and the alarm still continued without interruption. The css next had the rn trip the breaker and the alarm then stopped, however it immediately started again when the breaker reset. The css asked the rn to see if another pump was available and during this time pumping was restarted in order to continue support to the patient (pt). The alarm continued as before. The css gave the rn her direct number to call if they had any issues with the exchange when the pump arrived. The css also asked that after removing the pump from the pt, they trip the breaker to stop the alarm and make sure that the pump is sent to clinical engineering. The css spoke directly to the field service rep who was also unaware of any other troubleshooting that could be done at the bedside and also recommended removal. At 2130 the css called back and spoke to the rn who reported that they exchanged the pump without difficulty and minimal interruption in therapy. The pt was stable and supported on the second pump without any alarms. The pump in question was sent to clinical engineering. Information was provided to our field service representative who followed up with the account on tuesday morning ((B)(6) 2016). It was noted that the catheter used was from another manufacturer.